Event description:
The suspect device did not display the correct code for the teststrips. The device displayed 180 and the correct code is 786. The reporter also said the wrong code caused an error after dosing the test strip with blood. The device was replaced and requested to be returned for evaluation.